Manufacturer narrative:
G.1 distributor information: (B)(4). Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The complaint was reported by a costumer from taiwan: pump displays error message.

Manufacturer narrative:
Distributor information: (B)(4). Exemption number: e2014005.

Event description:
The complaint was reported by a customer from (B)(6): pump displays error message.